Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was completed during this investigation. The device history record for lot and component lot number were reviewed. No related non-conformances were identified. A search of our complaint records indicates that this is the only complaint for this lot number. The product was returned. One opened, used chait pediatric cecostomy catheter was returned. The trap-door fitting was found to not have a plug component. However, due to device use and opened packaging, we cannot confirm that the device was not manufactured to current specifications. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required at this time. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the protruding portion of the device which secures the trapdoor was missing. It was confirmed that the catheter had to be removed and replaced, but the product issue was reportedly noticed upon the initial placement of the device. No adverse effects or other complications were reported. The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.